Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when customer was performing vascular non-emergency/planned treatment for the patient. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn¿t start exposure or fluoroscopy. Review of the log file showed the error as out of rang, which confirmed that the issue was with x-ray tube as tube's aged bulb is caused tube failure. The fse replaced x-ray tube. After replacement x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not do exposure or fluoroscopy. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray tube. The device was returned to expected functionality.